Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis/mechanical interaction with blood: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not established as limited clinical information was provided to determine how pump became malposition. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Additional information, the pump was explanted; d6b updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was multiple mal position alarms in which the pump was repositioned which resolved the alarms. It was further reported the patient had red urine. The patient remains on support.